Manufacturer narrative:
S/w version = 6.7w. Retainer ring = black. Pump case type: ngp prime. On sep 15, 2023 the pump was returned due to customer allegation for cosmetic damage at the pump(damaged) and to pump possibly over delivering. The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. Per (B)(4) (r&d software engineer) (the analysis portion below contained highlight, please see attached email regarding highlight portion). Here are the pump history records for the boluses mentioned by user: 15/9/2023 11:40:55 am, bolus of 1.0 units, 13g, bg 145 mg/dal 15/9/2023 11:45:18 am, meal bolus n: 0,925 u, 16 gr, bg 151 15/9/2023 12:38:48 pm, meal bolus, n: 0,35 u, 6 gr, bg 301 09/15/2023 11:40:55.000 normalbolusprogrammed (21). Eventtype = 21, sourceid = 128, historyrecordlength = 22, systemtime = 09/15/2023 11:40:55.000, bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8), bolusnumber: 32, presetbolusnumber: nonpreset (0), normalbolusamountprogrammed: 10000 (1 u), activeinsulin: 0 (0 u). 09/15/2023 11:41:35.000 normalbolusdelivered (220), eventtype = 220, sourceid = 128, historyrecordlength = 26, systemtime = 09/15/2023 11:41:35.000, bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8), bolusnumber: 32, presetbolusnumber: nonpreset (0), normalbolusamountprogrammed: 10000 (1 u), bolusamountdelivered: 10000 (1 u), activeinsulinatprogramingtime: 0 (0 u). Here are the keypresses from the diagnostic traces: (please see attached email regarding keypresses). 09/15/2023 11:45:18.000 normalbolusprogrammed (21). Eventtype = 21. Sourceid = 128. Historyrecordlength = 22. Systemtime = 09/15/2023 11:45:18.000. Bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8). Bolusnumber: 33. Presetbolusnumber: nonpreset (0). Normalbolusamountprogrammed: 9250 (0.925 u). Activeinsulin: 10000 (1 u). 09/15/2023 11:45:55.000 normalbolusdelivered (220). Eventtype = 220. Sourceid = 128. Historyrecordlength = 26. Systemtime = 09/15/2023 11:45:55.000. Bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8). Bolusnumber: 33. Presetbolusnumber: nonpreset (0). Normalbolusamountprogrammed: 9250 (0.925 u). Bolusamountdelivered: 9250 (0.925 u). Activeinsulinatprogramingtime: 10000 (1 u). Here are the keypresses from the diagnostic traces: (please see attached email regarding keypresses). 09/15/2023 12:38:34.000 normalbolusprogrammed (21). Eventtype = 21. Sourceid = 128. Historyrecordlength = 22. Systemtime = 09/15/2023 12:38:34.000. Bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8). Bolusnumber: 44. Presetbolusnumber: nonpreset (0). Normalbolusamountprogrammed: 3500 (0.35 u). Activeinsulin: 20250 (2.025 u). 09/15/2023 12:38:48.000 normalbolusdelivered (220). Eventtype = 220. Sourceid = 128. Historyrecordlength = 26. Systemtime = 09/15/2023 12:38:48.000. Bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8). Bolusnumber: 44. Presetbolusnumber: nonpreset (0). Normalbolusamountprogrammed: 3500 (0.35 u). Bolusamountdelivered: 3500 (0.35 u). Activeinsulinatprogramingtime: 20250 (2.025 u). Here are the keypresses from the diagnostic traces: (please see attached email regarding keypresses). Conclusion: all listed boluses were programmed and commanded to start by keypresses (assuming user activities). Thanks, -(B)(4). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a scratched case. Customer allegation for pump possibly over delivering not confirmed during full functional testing. Cosmetic damage was confirmed where scratched case was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump was delivering meal boluses without using the pump and pump was damaged. Troubleshooting was performed and unresolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.